Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported ineffective therapy for left side. No contributing factors were noted. Impedances are all out of range (oor) on the 8-15 lead. The manufacturing representative programmed a high pulse width to drive more energy to the left side. It was asked but unknown if the issue was resolved.